Event description:
The pt presented for hemodialysis treatment. Pt was noted as confused, oriented at times and pleasant. Dialysis initiated at 11:25 a.m, blood pressure was noted at the start of treatment as 96/53. The pt's right leg graft was used, and a blanket was provided for pt privacy. At 1:50 pm, it was noted the pt's blood pressure dropped to 80/41 and the pt stopped responding. When the blanket was pulled back a pool of blood was noted in the bed. The pt was given normal saline solution and placed on 100% non-rebreather mask to attempt to keep pt's blood pressure up. It was noted that the pt's venous needle was dislodged. The physician ordered a stat (cbc) complete blood count and (t&c) type and cross match blood work. The pt's blood pressure continued to drop and they became bradycardic with cessation of respirations. The pt was pronounced at 2:35 pm. Please note that the graft site during dialysis was covered with a blanket. The needle set being used was new to the dialysis unit. It was a new safety needle in compliance with osha regulations. This needle has a plastic hook that could be caught on a blanket which could dislodge the needle. A new employee informed reporter this had been a concern where they previously worked, and according to another facility, this is noted as a potential concern. Since the graft site was covered, it is unknown how the needle really dislodged. This report is being made due to the potential of the hook getting caught.